Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that per mitraclip instructions for use, which states that ¿maintain the clip above the leaflets until ready to gasp to minimize the risk of clip entanglement in the chordal apparatus." The reported patient effect failure to delivery mitraclip to the intended site as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported entrapment of device appears to be due to user error (improper or incorrect procedure or method) due to inadvertently steering the device. The reported foreign body in patient appears to be due to the reported device entrapment. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for clip entrapment in the anterior leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted successfully. A mitraclip xtr was advanced, however it got stuck on the anterior leaflet. Attempts were made to free the clip, however were unsuccessful; therefore, the clip was deployed on the anterior leaflet medial to the first clip. The clip delivery system (cds) was inadvertently steered by the user during positioning. Post procedure mr was reduced to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.